Manufacturer narrative:
Corrected fields: e. Initial reporter.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered 6 inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response (rvr). This led to therapy exhaustion. Device remains in service. Troubleshooting options were discussed. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered 6 inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response (rvr). This led to therapy exhaustion. Device remains in service. Troubleshooting options were discussed. No additional adverse patient effects were reported.